Event description:
It was reported that the customer has been experiencing issues with delivering bolus through the bolus wizard even after changing the infusion set several times. It was also reported that the customer complained about receiving multiple alarms related to the sensor. The customer decided to discontinue the use of the insulin pump and revert to manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.